Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent ventral incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted during which the surgeon noted several swiss cheese type hernias. A portion of the mesh was explanted. It was reported that the patient underwent recurrent incisional hernia and ventral hernia repair surgery on (B)(6) 2017. It was reported that the patient experienced scar tissue formation, mesh disruption, adhesions, swelling around the incision, abdominal pain, soreness and discomfort. The patient had a previous mesh implanted on (B)(6) 2016 which is captured in separate files. No additional information is provided.